Event description:
The customer reported, a 25g probe was used during surgery. The trocar and probe were stuck together, and removed from the eye. A 20g was then used to complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed to FDA on: 12/14/2007.